Event description:
It was reported that the patient had chronic phrenic stimulation. The left ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that all of the conductors were stretched, there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn, there was apparent explant damage and the lead was stretched.